Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Hypersensitivity (allergic reaction) is a known adverse event as listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that patient had a 2.5 x 28 mm xience stent and a 2.5 x 08 mm xience stent implanted to treat the 75% stenosed circumflex artery. Immediately post procedure, the patient began experiencing nausea, loss of appetite and fatigue. Treatment was administered with anti-nausea medications. However, the patient's symptoms persist. The patient is concerned that he may be having some kind of allergic reaction to the drug on the stents. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v stents are being filed under a separate medwatch reports. The stent remains in the patient. Investigation is not complete. A follow-up will be submitted with all relevant information.